Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker conducted a clinical review and determined that device use did not contribute to the patient's reported outcome. The customer reported that at the time the reported issue occurred, the patient was in asystole and did not require defibrillation during the event. Therefore, it is likely and reasonable to assume the device did not contribute to the patient's outcome. Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not detect a rhythm through the paddles lead ECG. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. A clinical review determined the device use did not contribute to the patient's outcome.